Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month complaint was reported. Batch # unknown. User facility medwatch attached. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please forward the following questions on to the appropriate personnel? How was the device removed from the patient (i.e. Grey anvil release button, knife reverse switch, manual override lever, device jaws forced open, device cut from tissue, etc.)? Did the jaws of the device eventually open? Response: the requested information is not available, and the staff report not remembering how case was completed. [(B)(6) hospital (B)(4).pdf].

Event description:
Please see attached user facility medwatch.